Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving adc freestyle libre sensor scan results of 43 mg/dl, 58 mg/dl, 48 mg/dl, and 'lo' (reading less than 40 mg/dl). Customer did not experience symptoms and contacted a doctor by phone who advised him to visit a hospital laboratory to have his blood glucose measured. Laboratory results of 154 mg/dl, 138 mg/dl, 198 mg/dl, and 98 mg/dl were reported, some reportedly obtained within 10 minutes. Customer did not receive any third-party treatment, however the results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving adc freestyle libre sensor scan results of 43 mg/dl, 58 mg/dl, 48 mg/dl, and 'lo' (reading less than 40 mg/dl). Customer did not experience symptoms and contacted a doctor by phone who advised him to visit a hospital laboratory to have his blood glucose measured. Laboratory results of 154 mg/dl, 138 mg/dl, 198 mg/dl, and 98 mg/dl were reported, some reportedly obtained within 10 minutes. Customer did not receive any third-party treatment, however the results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.